Event description:
During post stenting, post stent balloon became stuck in stent within the proximal/mid lad and was unable to be removed by cardiologist. Pt remained hemodynamically stable and conscious. Per cardiologist, pt received a balloon pump and transported emergently to (B)(6) hospital for surgical removal of balloon.